Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on november 10, 2009 and obtained the following information. The patient reported that the alleged inaccuracy began approximately 10 days prior to contacting lfs. On an unspecified date/time in october, the patient reported obtaining an alleged high blood glucose reading in the "300 mg/dl" range with the subject meter. Prior to this test, the patient claimed she was obtaining results in the "150 mg/dl range". The patient claimed that she tests 2x/day and manages her diabetes with both metformin (1500 mg/day) and humalog 75/25 (2x/day). The patient informed the mss that if her blood glucose is greater than "175 mg/dl" she takes a set dose of 45 units of insulin in the morning and 25 units in the evening (15 minutes prior to her meals); however, if her blood glucose is below "175 mg/dl" she only takes 10 units of the humalog. In response to the alleged high blood glucose result, the patient reported that she took 45 units of the humalog 75/25 and shortly afterwards (time unknown) developed symptoms of feeling weak and shaky. The patient stated that she knew her blood glucose was low and therefore immediately treated self with food and/or drink and felt better afterwards. The patient denied testing her blood glucose at the onset of symptoms. At the time of troubleshooting, the customer care advocate noted that the subject meter was not set to the correct code number, replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.